Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room when they heard alert tones from their device. Interrogation showed a power on reset (por) had occurred corresponding to the time the patient had received radiation therapy treatment. The por was cleared and the device was reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.